Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a fall. Follow-up determined that the patient felt the implantable neurostimulator (ins) may have moved down as there used to be a big hump where the ins was but it was no longer there. Impedances were checked and were within normal range. The patient was still able to charge normally with 8 black boxes. The patient reported increased pain in the back and numbness in the back. The patient had met with a doctor who then directed the patient to their implanting physician. This event will be updated if additional information is received.